Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage and fluid ingress to the white power cable of the system controller was confirmed via submitted image. The reported lower than expected voltages and backup battery circuit faults were confirmed via log file analysis. The heartmate 3 system controller serial #: (B)(4) was not returned for analysis; however, a log file was submitted for review spanning approximately 9 hours (10jan2023 at 4:57:29 - 13:51:17 per timestamp). From the beginning of the log file at 10jan2023 at 4:57:29 to 6:42:59 there were multiple intermittent backup battery circuit faults and unable to charge backup battery faults. There were also lower than expected voltages while connected to the mpu during this timeframe as well. The cable bus voltages decreased to as low as 11.594v as compared to the expected ~14v specification. The backup battery fault and low voltage alarms were not triggered during these fault events. These faults cleared once the white power cable was connected to 14v battery power. There were no other notable events in the log file. Pump operation was not affected. The submitted image of the system controller displays a tear to the white power cable with green fluid ingress exiting from the tear. The power cable appeared to have a greenish color throughout the cable. Multiple good faith efforts were sent asking if exchanging the system controller resolved the reported issues and if the system controller would be returning to abbott; however, to date no response has been received. The root causes of the reported damage and fluid ingress were unable to be determined in this analysis. Although not confirmed, the observed damage to the power cable of the system controller may have contributed to the reported lower than expected voltages while connected to the mpu. The root cause of the reported backup battery circuit fault alarms was not able to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller serial#: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage and backup battery fault alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted concerning damage to power leads. The patient was in a clinic on (B)(6) 2023 with some damage to the white power cable on the controller. The patient attempted to repair it with electrical tape and tissue. As the clinicians removed the tape, there was a tear in the outer sheathing of the power cable that was leaking thick, dark green, ink or grease-like substance. The controller was exchanged because they were not able to repair the damage with rescue tape due to the secretions, and concern of fluid ingress and possible corrosion. The pump was running and the new controller appeared to be functioning with no issues. Log file data indicated that the emergency backup battery (ebb) was used 11 times between 29nov2022 and 10jan2023. The first recorded ebb use was approximately on 01dec2022. The log recorded many ebb circuit fault events and several, unable to charge ebb faults. The recorded voltages while connected to mobile power unit (mpu) power were low. Motor function was not affected by these events. These events may have been due to the damage observed on the power lead of the system controller. The thick green fluid was likely due to corrosion of the copper conductor within the power leads.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power leads, fluid ingress, backup battery use count increases and circuit faults, and low voltages were confirmed via evaluation and log file analysis. A review of the event log files contained data spanning approximately 2 days (10jan23 and 9feb23 per timestamp). From the beginning of the log file at (B)(6) 2023 at 4:57:29 to 6:42:59 there were multiple intermittent backup battery circuit faults and unable to charge backup battery faults. There were also lower than expected voltages while connected to the mobile power unit (mpu) during this timeframe as well. The cable bus voltages decreased to as low as 11.59v as compared to the expected ~14v specification. The backup battery fault and low voltage alarms were not triggered during these fault events. These faults cleared once the white power cable was connected to 14v battery power. There were no other notable events in the log file. Pump operation was not affected. A review of the periodic log files contained data spanning approximately 42 days in 4-hour intervals (29nov22 ¿ 10jan23 per timestamp). Throughout the entire log file, while connected to the mpu, intermittent lower than expected voltages were captured. The cable bus voltages were as low as 11.86v as compared to the expected ~14v specification. The low voltage alarm did not trigger during these events. From 01dec22 at 1:07:01 to 09jan23 at 17:01:54 there was an increase of the backup battery usage from 61 to 73, indicating no external power events. The periodic log file only collects data at specified time intervals therefore, the exact time that the backup battery usage count increased and the initial conditions that caused the usage count to increase cannot be determined from these log files. There were no other notable events in the log file. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. Visual inspection revealed fluid ingress and damage to the white power cable¿s outer jacket and shield layer. Additionally, the black and white strain reliefs were damaged with green fluid exiting the white relief. The system controller underwent preliminary and functional testing. The controller was connected to a mock circulatory loop and intermittent low power advisory alarms were present. The power cables underwent a current leakage test and passed without issue. The resistance of the underlying wires was measured and elevated resistances were observed on several wires of both power cables. This indicates early stages of conductor breakdown in the power cables. The jackets of both cables were removed, and severe fluid ingress was found. The layers of the white power cable were removed where damage was observed, and the underlying wires were covered in fluid ingress. The conductors were not exposed; however, they are suspected to be fatigued. A root cause of the reported low voltages was determined to be conductor breakdown and wire fatigue in the controller power cables. A root cause of the cable damage, fluid ingress, and backup battery use count increase and circuit faults was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage and backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.